Manufacturer narrative:
The reported event was confirmed as cause unknown. Six photos were received for evaluation. The first photo shows the top view of one used 2-way all-silicone foley catheter. The second photo zooms in to the deflated balloon with a red arrow pointing at it. The next two photos show the catheter's cap lot nghw0235 and a sticker with the lot number nghv1149. The last two photos show 7 units inside original packaging front and back side which belong to the same lot nghv1149. It was also received 7 unopened all-silicone foley catheters and 1 all-silicone foley catheter without packaging. Sample 1: used catheter, received without original packaging. Visually inspected the catheter and no physical defects were present. Inflated balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with inhouse syringe; however, it did not inflate. There was resistance when inflating. Replaced the inflation valve with inhouse valve, however it still could not inflate. Dissected balloon and the notch were perforated, pin size perforation: 0.026mm. The inflation lumen was measured with pin gauge: 0.032 mm, however further inspection noted a blockage along the shaft in the inflation lumen due to a yellow foreign material. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Three unused units were evaluated. In all cases the catheters were visually inspected, and no physical defects were noted. Using an inhouse syringe the catheters were inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). The three samples passively deflated with the use of the inhouse syringe in under three minutes with no issues or cuffing. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be secondary foreign matter. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed spontaneously during placement. This happened multiple times, and unused items from the same lot were also recalled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed spontaneously during placement. This happened multiple times, and unused items from the same lot were also recalled.